Event description:
This case was initially received via regulatory authority (ansm, reference number: r1916821) on 17-sep-2019. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("lumbar pain"), musculoskeletal pain ("muscle and joint pain"), fatigue ("fatigue"), tinnitus ("tinnitus"), insomnia ("insomnia"), disturbance in attention ("lack of concentration"), paraesthesia ("tingling limbs"), alopecia ("hair loss"), pruritus ("itching"), fibromyalgia ("fibromyalgia") and tendonitis ("chronic tendonitis"). On an unknown date, the patient experienced adenomyosis ("adenomyosis"). At the time of the report, the pelvic pain, abdominal pain, back pain, musculoskeletal pain, fatigue, tinnitus, insomnia, disturbance in attention, paraesthesia, alopecia, pruritus, fibromyalgia, tendonitis and adenomyosis outcome was unknown. The reporter provided no causality assessment for abdominal pain, adenomyosis, alopecia, back pain, disturbance in attention, fatigue, fibromyalgia, insomnia, musculoskeletal pain, paraesthesia, pelvic pain, pruritus, tendonitis and tinnitus with essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-sep-2019. The most recent information was received on 23-aug-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 47 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of vaginal polyp, device intolerance, elective abortion, parity 1 (1 vaginal delivery in 1997), multi gravida, arthralgia, irritable bowel syndrome and migraine. No known allergy. As concurrent condition the report mentioned coitus painful. Concomitant products included rizatriptan and candesartan. On (B)(6) 2010, the patient had essure inserted. In 2012, she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain /following this insertion, the patient experienced strong pain in the low bellly"), back pain ("lumbar pain"), musculoskeletal pain ("muscle and joint pain"), fatigue ("fatigue"), tinnitus ("tinnitus"), insomnia ("insomnia"), disturbance in attention ("lack of concentration"), paraesthesia ("tingling limbs"), alopecia ("hair loss"), pruritus ("itching"), a first episode of fibromyalgia ("fibromyalgia"), tendonitis ("chronic tendonitis") and a second episode of fibromyalgia ("fibromyalgia"). In 2017, she experienced intermenstrual bleeding ("metrorrhagia"). In (B)(6) 2018, she experienced hot flush ("hot flushes") and vaginal discharge ("vaginal mucus"). Essure was removed on (B)(6) 2019. An unknown time later she experienced device expulsion ("one essure straddling between the left fallopian tube and the uterine cavitypicture of 6.9 mm in the uterine cavity, in contact with essure"), adenomyosis ("adenomyosis"), headache ("worsening of headach"), asthenia ("significant asthenia"), loss of libido ("loss of libido"), tendon pain ("increase of tendon pain"), mental disorder ("psychological impact"), amenorrhoea ("amenorrhea"), colitis ("possible sigmoidal colitis") and salpingitis ("non-specific inflammation in the fallopian tubes"). The patient was treated with surgery (hysterectomy with adnexectomy). In 2017, the amenorrhoea had resolved. At the time of the report, the pelvic pain had resolved. The outcomes for abdominal pain, back pain, musculoskeletal pain, fatigue, tinnitus, insomnia, disturbance in attention, paraesthesia, alopecia, pruritus, tendonitis, adenomyosis, intermenstrual bleeding, headache, asthenia, loss of libido, tendon pain, hot flush, vaginal discharge, colitis and the last episode of fibromyalgia were unknown. The reporter considered amenorrhoea, asthenia, colitis, device expulsion, the second episode of fibromyalgia, headache, hot flush, intermenstrual bleeding, loss of libido, mental disorder, salpingitis, tendon pain and vaginal discharge to be related to essure administration. No causality assessment was received for essure with regard to fatigue, pelvic pain, abdominal pain, back pain, musculoskeletal pain, tinnitus, insomnia, paraesthesia, alopecia, pruritus, tendonitis, disturbance in attention, the first episode of fibromyalgia or adenomyosis. The reporter commented: essure inserted with 3 visible coils on the right side and 6 coils on the left side. On (B)(6) 2018, physician considered a possible causal relationship between the patient¿s symptoms and essure. On (B)(6) 2018, physician mentioned a possible link between the deterioration of the patient¿s health status and essure. On (B)(6) 2020, an uterine polyp was found and resected. The patient had pelvic rehabilitation. A psychological impact of events was reported. The patient had no longer normal sexual intercourse due to coital pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. [Biopsy] (date unknown): 30 particles of tin. [Computerised tomogram] on (B)(6) 2019: possible sigmoidal colitis. [Hysteroscopy] on (B)(6) 2019: adenomyosis ¿ no suspect lesion. [Pathology test] (date unknown): uterine adenomyosis and non-specific inflammation in the fallopian tubes. [Ultrasound abdomen] on (B)(6) 2014: hyper echogenicity between segments 6 and 7 suggestive of angioma. [Ultrasound pelvis] on (B)(6) 2012: one essure straddling between the left fallopian tube and the uterine cavity/ correct position of the right implant, the left implant was between the uterine cavity and the fallopian tube; on (B)(6) 2014: showed a picture of 6.9 mm in the uterine cavity, in contact with essure. The most recent follow-up information incorporated above includes data received on: 23-aug-2023: plaintiff fact sheet & medical record received. Events amenorrhea hot flushes, vaginal mucus , sigmoidal colitis & salpingitis were added. Medical history & concomitant drugs added. Patient, product, lab data updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2019. The most recent information was received on (B)(6) 2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 47 year-old female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned coitus painful. On (B)(6) 2010, the patient had essure inserted. In 2012 she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain /following this insertion, the patient experienced strong pain in the low bellly"), back pain ("lumbar pain"), musculoskeletal pain ("muscle and joint pain"), fatigue ("fatigue"), tinnitus ("tinnitus"), insomnia ("insomnia"), disturbance in attention ("lack of concentration"), paraesthesia ("tingling limbs"), alopecia ("hair loss"), pruritus ("itching"), a first episode of fibromyalgia ("fibromyalgia"), tendonitis ("chronic tendonitis") and a second episode of fibromyalgia ("fibromyalgia"). Essure was removed on (B)(6) 2019. An unknown time later she experienced device expulsion ("one essure straddling between the left fallopian tube and the uterine cavitypicture of 6.9 mm in the uterine cavity, in contact with essure"), adenomyosis ("adenomyosis"), intermenstrual bleeding ("metrorrhagia"), headache ("worsening of headach"), asthenia ("significant asthenia"), loss of libido ("loss of libido"), tendon pain ("increase of tendon pain") and mental disorder ("psychological impact"). The patient was treated with surgery (hysterectomy with adnexectomy). At the time of the report, the pelvic pain had resolved. The outcomes for abdominal pain, back pain, musculoskeletal pain, fatigue, tinnitus, insomnia, disturbance in attention, paraesthesia, alopecia, pruritus, tendonitis, adenomyosis, intermenstrual bleeding, headache, asthenia, loss of libido, tendon pain and the last episode of fibromyalgia were unknown. The reporter considered asthenia, device expulsion, the second episode of fibromyalgia, headache, intermenstrual bleeding, loss of libido, mental disorder and tendon pain to be related to essure administration. No causality assessment was received for essure with regard to fatigue, pelvic pain, abdominal pain, back pain, musculoskeletal pain, tinnitus, insomnia, paraesthesia, alopecia, pruritus, tendonitis, disturbance in attention, the first episode of fibromyalgia or adenomyosis. The reporter commented: on (B)(6) 2018, physician considered a possible causal relationship between the patient¿s symptoms and essure. On (B)(6) 2018, physician mentioned a possible link between the deterioration of the patient¿s health status and essure on (B)(6) 2020 an uterine polyp was found and resected. The patient had pelvic rehabilitation. A psychological impact of events was reported. The patient had no longer normal sexual intercourse due to coital pain. Diagnostic results (normal ranges are provided in parenthesis if available): [biopsy] (date unknown): 30 particles of tin [ultrasound abdomen] on (B)(6) 2014: hyper echogenicity between segments 6 and 7 suggestive of angioma [ultrasound pelvis] on (B)(6) 2012: one essure straddling between the left fallopian tube and the uterine cavity; on (B)(6) 2014: showed a picture of 6.9 mm in the uterine cavity, in contact with essure the most recent follow-up information incorporated above includes data received on: (B)(6) 2023: summons received. Events metrorrhagia, worsening of headache, significant asthenia, loss of libido, tendon pain, fibromyalgia, device expulsion & psychological disorder added. Lab data, medical record added. Removal date & surgery details added, case became potential legal. Reporter information added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-sep-2019. The most recent information was received on 30-aug-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 47 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of vaginal polyp, device intolerance, elective abortion, parity 1 (1 vaginal delivery in 1997), multi gravida, arthralgia, irritable bowel syndrome and migraine. No known allergy. As concurrent condition the report mentioned coitus painful. Concomitant products included rizatriptan and candesartan. On (B)(6) 2010, the patient had essure inserted. In 2012, she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain /following this insertion, the patient experienced strong pain in the low bellly"), back pain ("lumbar pain"), musculoskeletal pain ("muscle and joint pain"), fatigue ("fatigue"), tinnitus ("tinnitus"), insomnia ("insomnia"), disturbance in attention ("lack of concentration"), paraesthesia ("tingling limbs"), alopecia ("hair loss"), pruritus ("itching"), a first episode of fibromyalgia ("fibromyalgia"), tendonitis ("chronic tendonitis") and a second episode of fibromyalgia ("fibromyalgia"). In 2017, she experienced intermenstrual bleeding ("metrorrhagia"). In (B)(6) 2018, she experienced hot flush ("hot flushes") and vaginal discharge ("vaginal mucus"). Essure was removed on (B)(6) 2019. An unknown time later she experienced device expulsion ("one essure straddling between the left fallopian tube and the uterine cavitypicture of 6.9 mm in the uterine cavity, in contact with essure"), adenomyosis ("adenomyosis"), headache ("worsening of headach"), asthenia ("significant asthenia"), loss of libido ("loss of libido"), tendon pain ("increase of tendon pain"), mental disorder ("psychological impact"), amenorrhoea ("amenorrhea"), colitis ("possible sigmoidal colitis") and salpingitis ("non-specific inflammation in the fallopian tubes"). The patient was treated with surgery (hysterectomy with adnexectomy). In 2017, the amenorrhoea had resolved. At the time of the report, the pelvic pain had resolved. The outcomes for abdominal pain, back pain, musculoskeletal pain, fatigue, tinnitus, insomnia, disturbance in attention, paraesthesia, alopecia, pruritus, tendonitis, adenomyosis, intermenstrual bleeding, headache, asthenia, loss of libido, tendon pain, hot flush, vaginal discharge, colitis and the last episode of fibromyalgia were unknown. The reporter considered amenorrhoea, asthenia, colitis, device expulsion, the second episode of fibromyalgia, headache, hot flush, intermenstrual bleeding, loss of libido, mental disorder, salpingitis, tendon pain and vaginal discharge to be related to essure administration. No causality assessment was received for essure with regard to fatigue, pelvic pain, abdominal pain, back pain, musculoskeletal pain, tinnitus, insomnia, paraesthesia, alopecia, pruritus, tendonitis, disturbance in attention, the first episode of fibromyalgia or adenomyosis. The reporter commented: essure inserted with 3 visible coils on the right side and 6 coils on the left side. On (B)(6) 2018, physician considered a possible causal relationship between the patient¿s symptoms and essure. On (B)(6) 2018, physician mentioned a possible link between the deterioration of the patient¿s health status and essure. On (B)(6) 2020, an uterine polyp was found and resected. The patient had pelvic rehabilitation. A psychological impact of events was reported. The patient had no longer normal sexual intercourse due to coital pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. [Biopsy] (date unknown): 30 particles of tin. [Computerised tomogram] on (B)(6) 2019: possible sigmoidal colitis. [Hysteroscopy] on (B)(6) 2019: adenomyosis ¿ no suspect lesion. [Pathology test] (date unknown): uterine adenomyosis and non-specific inflammation in the fallopian tubes. [Ultrasound abdomen] on (B)(6) 2014: hyper echogenicity between segments 6 and 7 suggestive of angioma. [Ultrasound pelvis] on (B)(6) 2012: one essure straddling between the left fallopian tube and the uterine cavity/correct position of the right implant, the left implant was between the uterine cavity and the fallopian tube; on (B)(6) 2014: showed a picture of 6.9 mm in the uterine cavity, in contact with essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 30-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-sep-2019. The most recent information was received on 29-feb-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain") in a 47 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of vaginal polyp, device intolerance, elective abortion, parity 1 (1 vaginal delivery in 1997), multi gravida, arthralgia, irritable bowel syndrome and migraine. No known allergy. As concurrent condition the report mentioned coitus painful. Concomitant products included rizatriptan and candesartan. On (B)(6) 2010, the patient had essure inserted. In 2012 she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain /following this insertion, the patient experienced strong pain in the low belly"), back pain ("lumbar pain"), a first episode of arthromyalgia ("muscle and joint pain"), fatigue ("fatigue / marked tiredness"), tinnitus ("tinnitus"), insomnia ("insomnia"), disturbance in attention ("lack of concentration"), paraesthesia ("tingling limbs"), alopecia ("hair loss"), pruritus ("itching"), a first episode of fibromyalgia ("fibromyalgia"), tendonitis ("chronic tendonitis") and a second episode of fibromyalgia ("fibromyalgia"). In 2017 she experienced intermenstrual bleeding ("metrorrhagia"). In (B)(6) 2018 she experienced hot flush ("hot flushes") and vaginal discharge ("vaginal mucus"). Essure was removed on (B)(6) 2019. On unknown date she experienced device expulsion ("one essure straddling between the left fallopian tube and the uterine cavity picture of 6.9 mm in the uterine cavity, in contact with essure"), adenomyosis ("adenomyosis"), headache ("worsening of headache"), asthenia ("significant asthenia"), loss of libido ("loss of libido"), tendon pain ("increase of tendon pain"), mental disorder ("psychological impact"), amenorrhoea ("amenorrhea"), colitis ("possible sigmoidal colitis"), salpingitis ("non-specific inflammation in the fallopian tubes"), dysmenorrhoea ("painful and heavy menstruations "), heavy menstrual bleeding ("painful and heavy menstruations"), poor quality sleep ("poor sleep"), a second episode of arthromyalgia ("muscle and joint pain"), hyperaesthesia teeth ("sensitive teeth"), nasal dryness ("dry nose"), ear pruritus ("itching in ear canals"), dyspareunia ("discomfort and some pain during sexual intercourses "), procedural pain ("after essure removal, the patient had internal pain due to poor healing after the total hysterectomy"), flatulence ("flatulences") and shoulder pain ("on the right, pain when carrying loads, when raising the shoulders."). The patient was treated with surgery (hysterectomy with adnexectomy). In 2017, the amenorrhoea had resolved. At the time of the report, the latest episode of arthromyalgia, nasal dryness and ear pruritus were resolving, the pelvic pain had resolved and the poor quality sleep and flatulence had not resolved. The outcomes for abdominal pain, back pain, fatigue, tinnitus, insomnia, disturbance in attention, paraesthesia, alopecia, pruritus, tendonitis, adenomyosis, intermenstrual bleeding, headache, asthenia, loss of libido, tendon pain, hot flush, vaginal discharge, colitis, dysmenorrhoea, heavy menstrual bleeding, hyperaesthesia teeth, dyspareunia, procedural pain, arthralgia and the last episode of fibromyalgia were unknown. The reporter considered amenorrhoea, the second episode of arthromyalgia, asthenia, colitis, device expulsion, dysmenorrhoea, dyspareunia, ear pruritus, the second episode of fibromyalgia, flatulence, headache, heavy menstrual bleeding, hot flush, hyperaesthesia teeth, intermenstrual bleeding, loss of libido, mental disorder, nasal dryness, poor quality sleep, procedural pain, salpingitis, tendon pain and vaginal discharge to be related to essure administration. No causality assessment was received for essure with regard to fatigue, pelvic pain, abdominal pain, back pain, the first episode of arthromyalgia, tinnitus, insomnia, paraesthesia, alopecia, pruritus, tendonitis, disturbance in attention, the first episode of fibromyalgia, adenomyosis or shoulder pain. The reporter commented: essure inserted with 3 visible coils on the right side and 6 coils on the left side. On (B)(6) 2018, physician considered a possible causal relationship between the patient¿s symptoms and essure. On (B)(6) 2018, physician mentioned a possible link between the deterioration of the patient¿s health status and essure. On (B)(6) 2020 an uterine polyp was found and resected. The patient had pelvic rehabilitation. A psychological impact of events was reported. The patient had no longer normal sexual intercourse due to coital pain. In (B)(6) 2020, perineal rehabilitation was performed with a mid-wife; sessions of radio-frequencies. Still had sessions with pelvi-perineal physiotherapists with pelvic stretching. A treatment with vulvar cream was still ongoing to moisturize. She stated that her woman¿s life was ¿on hold¿ due to lack of emotional and sexual life. All pain impacted her professional life. She suffered from this essure insertion for too long, leading to all health problems and consequences. She was sure about the essure toxicity in her body which could develop more serious diseases. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. [Biopsy] (date unknown): 30 particles of tin. [Computerised tomogram] on (B)(6) 2019: possible sigmoidal colitis. [Hysteroscopy] on (B)(6) 2019: adenomyosis ¿ no suspect lesion. [Magnetic resonance imaging] on (B)(6) 2010: : supraspinatus tendinopathy across its entire width, predominantly affecting its middle and anterior fibers without discernible rupture. Subscapularis tendinopathy without discernible rupture. Degenerative acromioclavicular arthropathy.; on (B)(6) 2011: : enthesopathy involving the infraspinatus and subscapularis with subacromial conflict-like manifestations. No discernible rupture. Small subacromial fluid blade. [Pathology test] (date unknown): uterine adenomyosis and non-specific inflammation in the fallopian tubes [ultrasound abdomen] on (B)(6) 2014: hyper echogenicity between segments 6 and 7 suggestive of angioma. [Ultrasound pelvis] on (B)(6) 2012: one essure straddling between the left fallopian tube and the uterine cavity/ correct position of the right implant, the left implant was between the uterine cavity and the fallopian tube; on (B)(6) 2014: showed a picture of 6.9 mm in the uterine cavity, in contact with essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 29-feb-2024: medical record received. New event shoulder pain was added. Medical history & lab data updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 17-sep-2019. The most recent information was received on 21-feb-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain in a 47 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of vaginal polyp, device intolerance, elective abortion, parity 1 (1 vaginal delivery in 1997), multi gravida, arthralgia, irritable bowel syndrome and migraine. No known allergy. As concurrent condition the report mentioned coitus painful. Concomitant products included rizatriptan and candesartan. On (B)(6) 2010, the patient had essure inserted. In 2012 she experienced pelvic pain (seriousness criterion intervention required), abdominal pain ("abdominal pain /following this insertion, the patient experienced strong pain in the low belly"), back pain ("lumbar pain"), a first episode of arthralgia ("muscle and joint pain"), fatigue ("fatigue / marked tiredness"), tinnitus, insomnia, disturbance in attention ("lack of concentration"), paraesthesia ("tingling limbs"), alopecia ("hair loss"), pruritus ("itching"), a first episode of fibromyalgia, tendonitis ("chronic tendonitis") and a second episode of fibromyalgia. In 2017 she experienced intermenstrual bleeding ("metrorrhagia"). In august 2018 she experienced hot flush ("hot flushes") and vaginal discharge ("vaginal mucus"). Essure was removed on (B)(6) 2019. On unknown date she experienced device expulsion ("one essure straddling between the left fallopian tube and the uterine cavity picture of 6.9 mm in the uterine cavity, in contact with essure"), adenomyosis ("adenomyosis"), headache ("worsening of headache"), asthenia ("significant asthenia"), loss of libido ("loss of libido"), tendon pain ("increase of tendon pain"), mental disorder ("psychological impact"), amenorrhoea ("amenorrhea"), colitis ("possible sigmoidal colitis"), salpingitis ("non-specific inflammation in the fallopian tubes"), dysmenorrhoea ("painful and heavy menstruations "), heavy menstrual bleeding ("painful and heavy menstruations"), poor quality sleep ("poor sleep"), a second episode of arthralgia ("muscle and joint pain"), hyperaesthesia teeth ("sensitive teeth"), nasal dryness ("dry nose"), ear pruritus ("itching in ear canals"), dyspareunia ("discomfort and some pain during sexual intercourses "), procedural pain ("after essure removal, the patient had internal pain due to poor healing after the total hysterectomy") and flatulence ("flatulences"). The patient was treated with surgery (hysterectomy with adnexectomy). In 2017, the amenorrhoea had resolved. At the time of the report, the latest episode of arthralgia, nasal dryness and ear pruritus were resolving, the pelvic pain had resolved and the poor quality sleep and flatulence had not resolved. The outcomes for abdominal pain, back pain, fatigue, tinnitus, insomnia, disturbance in attention, paraesthesia, alopecia, pruritus, tendonitis, adenomyosis, intermenstrual bleeding, headache, asthenia, loss of libido, tendon pain, hot flush, vaginal discharge, colitis, dysmenorrhoea, heavy menstrual bleeding, hyperaesthesia teeth, dyspareunia, procedural pain and the last episode of fibromyalgia were unknown. The reporter considered amenorrhoea, the second episode of arthralgia, asthenia, colitis, device expulsion, dysmenorrhoea, dyspareunia, ear pruritus, the second episode of fibromyalgia, flatulence, headache, heavy menstrual bleeding, hot flush, hyperaesthesia teeth, intermenstrual bleeding, loss of libido, mental disorder, nasal dryness, poor quality sleep, procedural pain, salpingitis, tendon pain and vaginal discharge to be related to essure administration. No causality assessment was received for essure with regard to fatigue, pelvic pain, abdominal pain, back pain, the first episode of arthralgia, tinnitus, insomnia, paraesthesia, alopecia, pruritus, tendonitis, disturbance in attention, the first episode of fibromyalgia or adenomyosis. The reporter commented: essure inserted with 3 visible coils on the right side and 6 coils on the left side. On (B)(6) 2018, physician considered a possible causal relationship between the patient¿s symptoms and essure. On (B)(6) 2018, physician mentioned a possible link between the deterioration of the patient¿s health status and essure on (B)(6) 2020 an uterine polyp was found and resected. The patient had pelvic rehabilitation. A psychological impact of events was reported. The patient had no longer normal sexual intercourse due to coital pain. In (B)(6) 2020, perineal rehabilitation was performed with a mid-wife; sessions of radio-frequencies. Still had sessions with pelvi-perineal physiotherapists with pelvic stretching. A treatment with vulvar cream was still ongoing to moisturize. She stated that her woman¿s life was ¿on hold¿ due to lack of emotional and sexual life. All pain impacted her professional life. She suffered from this essure insertion for too long, leading to all health problems and consequences. She was sure about the essure toxicity in her body which could develop more serious diseases. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. [Biopsy] (date unknown): 30 particles of tin. [Computerised tomogram] on (B)(6) 2019: possible sigmoidal colitis. [Hysteroscopy] on (B)(6) 2019: adenomyosis ¿ no suspect lesion. [Pathology test] (date unknown): uterine adenomyosis and non-specific inflammation in the fallopian tubes [ultrasound abdomen] on (B)(6) 2014: hyper echogenicity between segments 6 and 7 suggestive of angioma [ultrasound pelvis] on (B)(6) 2012: one essure straddling between the left fallopian tube and the uterine cavity/ correct position of the right implant, the left implant was between the uterine cavity and the fallopian tube; on (B)(6) 2014: showed a picture of 6.9 mm in the uterine cavity, in contact with essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 21-feb-2024: medical record received. New events painful and heavy menstruations , poor sleep, muscle and joint pain, sensitive teeth and dry nose, itching in ear canals, discomfort and some pain during sexual intercourses & flatulence's are added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.